Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. Product ID: 8575, lot# n138666, implanted: (B)(6) 2009, product type: accessory. (B)(4)

Event description:
A nurse reported that the patient was receiving compounded baclofen with concentration 5000 mcg/ml via their implanted intrathecal pump at a dose rate of 2701.3 mcg/day. The drug lot number was unknown. The indication for use regarding the pump was intractable spasticity and spinal cord injury/disease. The patient's pump was replaced on (B)(6) 2015 and the patient later visited an emergency room (ER) in the evening of (B)(6) 2015. The patient presented with altered mental status and hypotension. The healthcare provider (hcp) believed this was an overdose scenario. The hcp wanted to turn the pump off or lower the dose. The hcp was supporting the patient's blood pressure (bp). The hcp had not yet contacted the patient's pump managing physician. On (B)(6) 2015, an alternate hcp reported that the patient was being managed at the hospital. On (B)(6) 2015, a company representative reported that the pump was initially replaced on (B)(6) 2015 for normal end of life (eol) battery longevity. Confirming there were no programming or procedure errors at replacement and also checking for volume discrepancy was being considered. The company representative went to the ER on (B)(6) 2015 and assisted the physician with decreasing the dose to 1350 mcg/day. The patient was hospitalized in the intensive care unit (ICU) and as of (B)(6) 2015 the patient's condition improved but the patient was still in the ICU. No further information was reported. Additional information requested included drug lot number and therapy dates of compounded baclofen intrathecal, other medications the patient was receiving at the time of the event, diagnostic testing / actions performed including results, cause of the event, and patient outcome. A supplemental report will be provided as additional information becomes available.